Event description:
Applied the electrosurgical unit (esu) dispersive pad (electrode) to the patient's right anterior thigh, attached to the dispersive outlet of the esu with efforts to use the esu pencil; the esu kept alarming. Double checked skin contact and the connection of the esu cable while the esu alarm was persisting. Removed dispersive pad (electrode) and replaced with new adult dispersive pad to patient's right thigh (easier to reach after patient sterility draped). New dispersive electrode attached to esu and the esu pencil functioned without alarms.